Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: DHR review for part# 03.632.072 lot# 6573883; release to warehouse date: may 6, 2011; supplier: (B)(4). A total of (B)(4) pieces were release to warehouse on may 6, 2011. An additional (B)(4) pieces were released to warehouse on may 16, 2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports instrument room staff was assembling devices for sterilization when it was noticed the three (3) stardrive shafts are worn. No patient or surgical involvement. 3 devices. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned drivers were examined and the complaint condition was able to be confirmed as the drivers were found to be worn with distal lobes deformed in each instance. Replication of the complaint is not applicable as the complaint was visually confirmed. No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the t25 stardrive shaft (03.632.002) is one of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). Proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: ¿never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient.¿ relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no material review reports, non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.